Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection showed the downstream occlusion (dso) seal was peeling. Corrosion was also found in the battery compartment. Functional testing did not duplicate the customer reported issue. The dso sensor was functioning normally. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal and battery compartment were replaced, and the dso sensor was preventatively calibrated.

Event description:
It was reported that the device had a failed occlusion test. There was no patient involvement, and no patient harm/adverse event reported.